Event description:
Account receiving discrepant results for carbamezapine and/or phenobarbital. The following three patient examples were provided. Patient 1, initial phenobarbital gave 1 mg/l; repeat gave 33 mg/l. Patient 2, initial carbamezapine gave < 1 mg/l; repeat gave 8.9 mg/l. Patient 3, initial phenobarbital gave 2.5 mg/l; repeat gave 24 mg/l. No adverse events reported in association with the incorrect results. If additional information is received, appropriate notification will be provided.